Event description:
A surgeon reported a patient with an unexpected postoperative refraction following a multifocal intraocular (iol) lens implant surgery. The multifocal iol was exchanged for a different powered multifocal iol in a secondary procedure. The surgeon reported that following the exchange, the patient was 20/200 postoperatively. The second implanted multifocal iol was exchanged for a monofocal iol. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).